Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A loss of pacing was observed on the right ventricular lead which was confirmed on x-ray. The lead was repositioned. The patient's condition was stable before, during and after the procedure.